Event description:
During preparation the matrix ultrasoft-sr coil was checked and it was ok and then introduced into the aneurysm. At first attempt to reposition, the coil detached without activation of the power supply. Physician was able to push the coil into the aneurysm and placed it well. No clinical sequelae were reported as a result of this event.